Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urge incontinence/urgency frequency it was reported that the patient had an increase in his urgency to go and was unable to void. It was also stated the patient was finally able to get his stimulation increased. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that the patient issue was resolved. The patient was doing well with minimal need to catheterize and excellent control of pain and other symptoms.